Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported via clinical affairs that a (B)(6) female patient was approved to undergo an implant of a transcatheter valve in valve (viv) procedure due to critical aortic stenosis of the edwards aortic bioprosthesis after an implant duration of approximately 9 years. Case summary indicates the viv procedure was successfully completed without incident, and the patient was transferred to the unit in stable condition.

Manufacturer narrative:
This report is being submitted to update the subject device serial number . No additional information provided.